Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for several patients, involving access 2 immunoassay system. This is report number three of three. Subsequent testing produced a lower result, within the normal reference interval. The elevated result was not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed system hardware verification; no issues were noted. The fse verified quality control (qc) performance, event log messages, and maintenance logs; no issues were noted. The fse completed high sensitivity system check which was within system specifications. The unit conformed to the manufacturer's performance specifications. The customer has a standard protocol to retest all elevated initial patient results prior to release out of the laboratory. All related medwatch reports: 2122870-2012-00175, 2122870-2012-00176.